Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the anterior vitrectomy probe did not vitreous. The condition of aspiration is unknown. The probe was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found non-conforming with possible surgical debris on the port face and the cutter. The cutter was also stuck in the port. The sample was unable to be functionally tested due to the cutter remaining stuck in the port. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Light wear marks were observed at the bend area of the inner cutter. O-rings, spacers, spring, and diaphragm were all intact. The returned probe was unable to be functionally tested, however, the cutter stuck in the port could have contributed to a cut or aspiration failure, as was reported. The exact root cause of the cutter in the port cannot be determined from this evaluation. A potential contributing factor is the foreign material that was observed on the port face of the needle and on the cutter. The foreign material is most likely surgical material that was introduced during the surgical use of the probe, as described in the complaint description. No specific action with regard to this complaint was taken because the root cause for the observed non-conformance cannot be determined by this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).